Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer did not perform the air removal step. Tandem technical support educated the customer regarding the loading process. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide instructs the user to remove any residual air from the cartridge.